Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 5.7, 6.3, 6.4; lab: 4.2; date: (B)(6) 2011; inratio: 4.4, 3.2. Customer observed discrepant results on three different strip lots: (B)(6) 2011: 11:30 am inratio=5.7 (608da), 6.3 (45728), 6.4 (243104), 1:00 pm lab=4.2. The first two strips were from the trainer's supplies; patient used her own strip for the last result. Therapeutic range: 2-3. Last dose of coumadin taken on (B)(6) 2011, doctor held dosage tuesday night due to inratio readings. Patient wants to keep her results high because she has had two pulmonary embolisms.